Event description:
Customer reported an abo discrepancy on the galileo. The original abo result was ab weak d pending and repeat result was a pending. Weak d was negative. The final result was ab negative. The original result had been voided before repeating the sample. The customer expressed concern the instrument retained the original information from the instrument even though the sample was voided.

Manufacturer narrative:
Customer was instructed to review the limitations stated in the galileo operator manual. The operator manual states the after a reflex testing procedure begins on a sample, the value of the result element not being resolved is not updated. The instrument is operating as expected.